Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 16, 2016. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 29, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea during insertion, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was re-implanted with a new device during the same surgery.